Event description:
It was reported that during a surgery four drivers broke during removal of the screw. No harm for patient, operator or third party was reported. Update (B)(6) 2022: removal of plate and screws was performed. There was no harm for patient, operator or third-party. Another screw driver was used to finish the surgery successfully. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022: the part and lot numbers of broken drivers were received: ar-8610d-25, lot 6045184103 ar-8737-25, lot 01391809 ar-8610d-30, lot (10)1392150 ar-8737-26, lot (10)1392118

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual inspection it was noted that the drive geometry at the distal tip returned ar-8610d-30 had twisted. No fragments were returned for inspection. It was not indicated if a torque indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. Also noticed that some part of the red paint is coming off.